Manufacturer narrative:
It was reported that during a laparoscopic cholecystectomy, the ethicon ligaclip pack component misfired and fell into the surgical site. The surgeon was required to retrieve the misfired ethicon ligaclip from the surgical site via an unidentified method. The patient was under general anesthesia at the time of this incident. Reportedly, the incident added approximately fifteen (15) minutes to the overall procedure time. The patient did not require additional anesthesia and no further incident was reported. No impact to the patient, the patient's stability, or the patient's plan of care was reported. No serious injury or follow-up care reported. A sample was returned for evaluation. (B)(4) is the manufacturer of this device. (B)(4). Has been notified and will conduct an investigation and make the determination whether any corrective action is indicated. Due to the need for medical intervention to retrieve the misfired ethicon ligaclip from the surgical site, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the ethicon ligaclip pack component misfired and fell into the surgical site.